Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue. The customer was contacted on (B)(6) 2016, and stated that she was diagnosed with mastitis by her physician at the end of (B)(6) and given the antibiotic cephalexin 4 x a day. The customer stated that she just received the new pump but has not used it yet and the mastitis has been resolved. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016, that she had low suction with her pump and had mastitis.